Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2012; 6945-65 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) system was explanted due to infection approximately one month after a device changeout which included placement of an absorbable envelope. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.